Event description:
Reportedly, this device was explanted due to patients anatomy not allowing implant to work, physician suspected this before surgery and explanted the device. No objections with device.

Manufacturer narrative:
Device not reutrned.